Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
This rv lead was capped due to high impedance (greater than 2500 ohms) and failure to capture at max output. Out of range pacing impedance was first recorded on (B)(6) 2019. Patient had zero percent rv pacing, so device was reprogrammed to aai. A new rv lead was placed and connected to the existing device. No adverse patient events were reported. Should additional information become available, this file will be updated.